Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector portion of the interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display the live fluoroscopic image. No pt or user injury was reported.